Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the image was no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is likely caused by the material deterioration of the ccd sensor due to ultraviolet rays.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty charge coupled device unit. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image did not appear when the hd autoclavable camera head was connected. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed, without a delay, using a different camera head. There was no patient injury, associated with the problem, reported to olympus.